Event description:
Event description cpi received information that an invasive procedure was performed on the patient with this implantable cardioverter defibrillator (ICD) and endotak lead system due to noise on both shocking and sensing egms. Upon inspection, fractures of both the is-1 and df-1 terminals were noted. Insulation damage was also noted on the body of the lead where it was wrapped around the can.